Event description:
Customer informed our sales department on january 8 that one of our products was involved in a procedure in which the patient sustained a laceration.

Manufacturer narrative:
The deviations identified during this investigation (worn threaded inserts at both the interface to the swivel adapter and the interface to the torque screw) are not to be considered as causative factors for the reported incident, as these errors could not have led to slippage of the patient's head in the skull clamp. The maintenance cycle for the product was exceeded by the customer by 5 months. The deviations found within this investigation could not have remained undetected or unremedied as part of the annual routine inspection and maintenance prescribed in the product's instructions for use. As no deviation that could have caused or contributed to the described incident was found during this investigation, we suspect that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."